Event description:
Pt reports received first injection. Her leg swelled, she was in a lot of pain and couldn't walk all week resulting in 4 days of missed work. Prescriber thought it was an allergic reaction and discontinued therapy. Symptoms have been improving but have not fully resolved. Dates of use: (B)(6) 2018.